Manufacturer narrative:
Additional information: section d - expiration date; device available for evaluation. Section g - date received by manufacturer; type of report. Section h - device manufacture date; evaluation codes. An elective explant of the evoke scs system was performed. The root cause of the reported inadequate pain relief cannot be definitively determined. The evoke scs system was confirmed to be functioning as intended prior to the explant. The evoke scs system surgical guide states ¿the risks associated with the implantation and use of a spinal cord stimulation system include inadequate pain relief following system implantation and the patient may require surgery (including revision, explant, and replacement) as a result.¿

Event description:
An elective explant of the evoke spinal cord stimulation (scs) system was performed. The patient suffers from raynaud disease and requested explant due to inadequate pain relief. The patient had been implanted for 12 months. The evoke scs system was confirmed to be functioning as intended prior to the explant.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.